Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone, call the reservoir had air bubbles. Customer was advised by her doctor it was ok to use. Customer was advised not to use reservoir over three days and that were prefilled. Customer needed assistance then had to go. Customer's blood glucose was unknown. Reservoir is not returning for analysis.